Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse asked the customer to inspct the x axis cup transfer; she found no debris. Fse had her put on controls to try running; she did and instrument ran fine. This was not effective.the fse readjusted x axis cup transfer z axis at incubator buffer area and at incubator. The fse replaced the x-axis belt. Alignments were checked and verified, and tested with cup transfer test several times, which passed. The account called back stating the error persists. The fse visited the account and replaced slave 1-2 board and home sensor for x-axis. The fse performed the version up process, alignments for x-axis, and tested with cup transfer test - passed. Operator ran instrument with 6 full racks with no issues. Error happened during follow up. Fse replaced x1 cup transfer x axis drive motor and pmd1 board. Tu controls were run, with acceptable results. The fse then ran all vit d;all with good results. Account had one error the following week. The fse replaced the main board which resolved the issue. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for 4163 x-axis cup transfer z-axis home overrun was a defective slave board.

Event description:
On (B)(6) 2015, a customer reported error 4163 x-axis cup transfer z-axis home overrun with their aia-2000 analyzer. The customer rebooted, performed an all set home, and cleaned the analyzer but the error persisted. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth kidney marker. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.